Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant results of 0.42 ng/ml on a patient 77 year old male patient. There was no patient information at the time of this report. Return product is not available for investigation. Method. Date. Collected. Tested. Result. Sample. I-stat . (B)(6) 2022. 10:40. 10:50. 0.42ng/ml. Wb. Lab. (B)(6) 2022. 10:40. 10:50. 0.01ng/ml. Plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 17-aug-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a22120.

Event description:
Na.